Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A clip was partially loaded incorrectly in the jaws of the device. The partially loaded clip appeared to be stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. At this time, it was observed that the next clip was out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 5 clips remaining, including the partially loaded clip, indicating that 10 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and with the rotation tab bent. A clip was partially loaded incorrectly in the jaws of the device. The partially loaded clip appeared to be stuck in the bent rotation tab. The trigger cycle was completed , and it was observed that the next clip was out of position in the channel. Upon functional inspection, the next clip was unable to load properly as the feeder was to the side of the clip. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 5 clips remaining, including the partially loaded clip, indicating that 10 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that when the user ligated, the next clip came out from the side of the jaws. Therefore, the device was replaced with a new one. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800543 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user ligated, the next clip came out from the side of the jaws. Therefore, the device was replaced with a new one. No clips fell in the patient.